Event description:
The facility's biomedical technician reported a fail code 703. The biomedical technician did not have information regarding whether the failure occurred during pt use or biomed testing. The biomedical technician stated that there have been no reports of any pt incident involving this pump since the last baxter service event.